Manufacturer narrative:
(B)(4). The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported for right side "pain", "seroma, large amount of fluid", "sudden increase in volume". The device has been explanted, and there was no prostheses replacement.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, g.1, g.2.

Event description:
Healthcare professional reported for right side "pain", "seroma, large amount of fluid", "sudden increase in volume". The device has been explanted, and there was no prostheses replacement.

Event description:
Healthcare professional reported for right side "pain", "seroma, large amount of fluid", "sudden increase in volume". The device has been explanted, and there was no prostheses replacement.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.